Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 25x2.25mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx) artery. Predilation was performed with the balloon. A 2.25x28mm promus element ¿ stent was advanced to treat the target lesion. During advancing of the device into the guide catheter, the stent dislodged in the guide catheter. The physician then removed the whole device together with the guide catheter as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number- corrected from 16453701 to 16588142. Device expiration date-corrected from 03/07/2015 to 04/28/2015. Device manufactured date corrected from 10/23/2013 to 12/19/2013. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 25x2.25mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx) artery. Predilation was performed with the balloon. A 2.25x28mm promus element ¿ stent was advanced to treat the target lesion. During advancing of the device into the guide catheter, the stent dislodged in the guide catheter. The physician then removed the whole device together with the guide catheter as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).